Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sore under an electrode. The patient reported the irritation described as a circular burn by an electrode. The patient reported the garment was too tight. The patient visited the doctor who bandaged the wound. Follow up indicated the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sore under an electrode. The patient reported the irritation described as a circular burn by an electrode. The patient reported the garment was too tight. The patient visited the doctor who bandaged the wound. Follow up indicated the irritation improved.